Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set staff had a needlestick injury. The following information was provided by the initial reporter. The customer stated: "customer has changed from using ultra touch push button blood collection to safety lok due to supply issues of ultra touch push button blood collection set. The customer had mentioned in our conversation that there was a nsi sustained by a staff member who had not activated the safety device correctly. I have requested additional information from the customer."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Since there were no pictures and the batch was unknown, our manufacturing and process inspection records of 176 lots of the product concerned (#367286) manufactured from july 2021 to the end of june 2022 were reviewed. No abnormalities that could cause malfunction of the safety shields were found. Furthermore, the release inspection records of the 176 lots were reviewed. No records of abnormalities in the appearance, the breakaway force, sustaining force and security force of the safety shields were found. As it was reported that the customer didn¿t activate the safety shield properly, it was considered that there was nothing wrong with the product. Moreover, no abnormalities that could lead to malfunction of the safety shield were found from reviewing the manufacturing and inspection records as described above. As stated in the IFU, please hold the end of safety shield and tubing, and slide the safety shield straight to cover the winged needle without holding wings.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set staff had a needlestick injury. The following information was provided by the initial reporter. The customer stated: "customer has changed from using ultra touch push button blood collection to safety lok due to supply issues of ultra touch push button blood collection set. The customer had mentioned in our conversation that there was a nsi sustained by a staff member who had not activated the safety device correctly. I have requested additional information from the customer."